Manufacturer narrative:
The following information is in regards to the other hcp indicated to be a reporter. (B)(6).

Event description:
It was reported from a health care professional (hcp) via a manufacturer representative on (B)(6) 2017 reporting high impedances. It was reported that it was unknown when this issue started. There was a loss of stimulation and impedances were measured to be higher than 10 ,000 ohms. The patient was unaware of any related environmental factors. The system was replaced on (B)(6) 20176 which resolved the issue. The devices were discarded by the consumer. Medical history includes chronic pain. Patient weight information was provided. No further complications were reported.